Event description:
It was reported the patient presented for post-implant follow-up. During examination, the atrial and ventricular leadless pacemakers (lp) were unable to be interrogated over conductive telemetry. Programming changes were performed and telemetry was established. The patient was brought in for follow-up and the lps were unable to be interrogated. The patient was in stable condition.

Event description:
New information noted the patient was brought into a different room and was able to be interrogated.